Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customer's lamp source failure allegation was confirmed. The xenon lamp cannot be turned on because the power supply unit was defective. The following was identified during inspection: (a.) The chasis had poor appearance, (b.) The top appearance has poor image and was rusty, (c.) The output connector was worn, (d.) It takes time to turn on the lamp, (e.) And the scope socket was worn and rusty. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii xenon light source took time to turn on the lamp. It was unknown when the event was observed. There was no report of patient or user harm associated with the event. Inspection of the returned device revealed the xenon lamp could not be turned on because the power supply unit was defective. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.